Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the c-33 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. Errors u-02 and c-00 were present in the error log. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the vision side cart (vsc) had a u-02 error. The error was not able to be cleared and the customer opted to switch out the vsc. The procedure was completing with no reported injury.